Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The lead had pulled back into the area of the tricuspid valve. The lead displayed oversensing which lead to inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects. The lead remains in service.